Event description:
The customer returned the rigid video laparoscope which is an olympus asset with no reported complaint. During the device analysis, service technician indicates that inadequate dielectric strength was found. It was determined that the tube needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, outer tube is damaged and therefore the dielectric strength is inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.